Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the hot biopsy forceps failed to deliver energy. The procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the hot biopsy forceps failed to deliver energy. The procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.